Event description:
Report of explant of device system due to infection received from patient per follow up per requirements of device tracking. Patient had been reported as "lost to follow up" with physicians of record. Unknown date of explant - no other information provided. No response from last known physician of record.